Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that host pc can't power on automatically. Fse checked the voltage of the host pc basic input/output system (bios) battery and found it to be very low. To resolve the issue, fse replaced the bios battery of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.